Event description:
Customer reported intermittent occlusion alarms occurring earlier in the day, which caused blood glucose levels to exceed 500 mg/dl. Customer addressed the high blood glucose issue with a correction injection via mdi and resolved the occlusion problem by changing the infusion set and cartridge, subsequently resuming insulin. Despite experiencing frequent occlusion issues, customer did not require assistance from a third party, customer changed infusion set and cartridge and resumed insulin.